Event description:
The customer reported burning plastic odor and white smoke coming from the top of the unicel dxc 800 synchron system. The customer turned off the unicel dxc 800 system and stated the hospital engineer inspected the system and laboratory. The hospital engineer reported no power-related issues at the facility. Beckman coulter, inc. Customer technical support advised the customer to remove the reagents in the unit and place in the refrigerator. There was no report of injury associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) diagnosed and replaced the vacuum pump box. The unit conformed to the manufacturer's specifications. Vacuum pump box. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.